Manufacturer narrative:
No unexpected button error alarms were noted. The pump passed the displacement, rewind and basic occlusion tests. The pump had intermittent button response on the esc and act buttons due to corroded keypad traces noted. Unable to prime during the prime test due to a faulty force sensor. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose level at the time of incident was 420mg/dl. The customer states they had not treated for the high yet. The customer was advised the pump would have to be replaced and returned for analysis.